Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was removed for an unknown "specific" procedure using electrocautery. The device was reimplanted but then exhibited a diagnostics anomaly. After clearing the diagnostics, normal device function resumed. No patient symptoms or additional information was reported.